Manufacturer narrative:
The device has been returned and evaluated by product analysis on 13-dec-2017 with the following findings: during investigation, there was a cs 088 alarm found in the pump history. During testing, a call service cs 088 alarm occurred. The pump was opened and there was moisture damage found on the printed circuit board. The call service alarm occurred due to moisture damage. Unrelated to the original complaint, the pump powered on to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 088) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.